Event description:
The customer reported that the end of the scope was hit and broken. There was no patient or user injury reported. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the image was blurry. This report is being submitted for the malfunction found during the device evaluation (blurry image).

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the probable causes: damage to the ccd unit, sliding error of movable l-range that occurred in the zoom scope, image occurred within the allowable range, damage or deformation of the connector. During the device evaluation, service found a leak in the scope connector due to detached plug unit. Focus function error e204 was observed on the screen when manipulating the tube, attributed to faulty charge coupled device (ccd) failure. There was a cut in switch #1. The up angulation was low. The right/left and up/down control knobs were loose. There were scratches and sharp edge on the distal end plastic cover. The objective lens adhesive was peeling. The light guide lens was peeling. The rubber adhesive was cracked and sharp on the c-cover and insertion tube. There was a minor buckle under the insertion tube boot. The customer label/barcode was dried. The light guide tube was buckled. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.